Event description:
It was reported by customer that rad-8 device turned off randomly while it was running on ac power. The device also reverted settings back to factory default. No known pt impact was reported.

Manufacturer narrative:
The returned device was evaluated. No product performance issues related to the reported event were identified. Based on results of the investigation, the customer complaint could not be confirmed. A service history record review reveals that this unit was in the field for seven (7) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
Multiple attempts for product return and requests for add'l info were made. The unit has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the device is returned, a f/u report will be submitted.